Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Seroma late: unable to observe, since it is a medical event. And is not related to the device. Lymphadenopathy: unable to observe, since it is a medical event. And is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan complaint handling.

Manufacturer narrative:
Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma.

Event description:
Healthcare professional reported right side rupture and seroma. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "peri-implant fluid collection c snow storm appearance r/o rupture c inflammation", "lymphadenopathy r/o silicone granuloma" and "hypertrophy of the right armpit lymphatic gland" via ultrasound and "pain, edema, and numbness in the arm." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the anterior side assessed as unidentified (tear) opening (shell thickness within specification). Edema: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Inflammation/irritation: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Sensation increase/decrease: unable to observe as it is a medical event not related to the device. Additional observations: crease is observed. No further actions are required as the device was implanted.